Manufacturer narrative:
(B)(4)

Event description:
The patient death was reported approximately 20 months after index procedure. Date or cause of death is unknown. Reference MFR report numbers 9612164-2011-01170 and 9612164-2011-01171.

Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint rx drug-eluting stents were successfully implanted during index procedure. One stent (3.50 x 18mm) was implanted to mid rca; one stent (3.50 x 18mm) was implanted to distal rca. A stroke was reported to have occurred on same day as index procedure. Investigator has indicated that the event was not related to the study stent or drug but was related to procedure. Pt was asymptomatic / free of symptoms at 6 and 9 month f/u. Reference MFR report number 96121642011-01170.

Event description:
It was reported that after pci, dialysis therapy was provided to the patient. Immediately after puncture, emesis was noted. Consciousness level lowered and breathing was controlled by oxygen mask. CT testing showed bleeding from back of intestinal canal membrane. Protamine was dosed and blood infusion was started. Two hours after blood infusion was started, anaemia of palpebral conjunctiva was noted and blood pressure lowered. Patient presented tendency of tachycardia and progress of bleeding was suspected. Left femoral artery was punctured to see abdominal aorta in angiography. There was no bleeding source and patient was sent to medical ward were vital sign became stabilized. Map was continued. Reference MFR report numbers 9612164201101170 and 9612164201101171.

Manufacturer narrative:
(B)(4) inherent risk of procedure (hemorrhage). (B)(4).